Event description:
This case was reported by a consumer and described the occurrence of pharmaceutical product complaint in a (B)(6) female pt, who received super poligrip original denture adhesive cream (B)(4) over a period of 15 yrs for denture adhesion. A physician or other healthcare professional has not verified this report. In 1995, the pt started super poligrip original denture adhesive cream three times per day (device misuse). The pt lodged a product complaint, stating that the product only holds her dentures for four hours. Eight yrs prior to this report, in 2002, the pt was diagnosed with neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. MFR's comment: (B)(4). The lot number for super poligrip original denture adhesive cream is available (x09393a) and a sample is expected to be returned for quality assurance testing.

Event description:
Reportedly, a 7000tfx 25mm, was explanted at implant due to, tricentrix did not deploy correctly. No additional information has been provided at this time. It is unknown if the device is available for return at this time. On 01/29/10, device was received for evaluation.

Manufacturer narrative:
Tricentrix holder did not deploy correctly. Evaluation summary: the tricentrix holder was not returned; thus not able to evaluate the holder. However, the valve as received exhibits stiff, discolored, and shrunken tissue, common characteristics of dehydrated tissue. Suture track was detected at the free margin of leaflet 1 and 2 at commissure 2. Indentations in the free margins are typical to those made by a suture loop. A suture most likely looped over commissure 2. No inconsistencies detected in the x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.